Event description:
It was reported to technical services on (B)(6) 2011 that this rv lead has safety switched. Isometrics done and stable and no noise. All previous readings normal and patient non dependent. Suggested hcp reset to bipolar and do isometrics. If noisy, leave unipolar and discuss with md, if no noise, leave bipolar. Will be seeing pt in 6 weeks. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).